Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that between 22-nov-2021 and 06-dec-2021, a (B)(6) female child patient's the patient's infusion set's tubing detached/broken at site connector, six times. At the time of the event, her blood glucose level was 250 mg/dl and the infusion set had been used for less than a day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.